Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer. Updated information in d9.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Event description:
The event involved an unspecified transducers set where it was reported 10ml safe set appears to have air and microbubbles. The set was used for arterial, and/or central venous pressure (cvp) monitoring intraoperative between (B)(6) 2024 at 3:33:53 am and (B)(6) 2024 3:39:45 am. The customer stated that the setting up of the safeset was somewhat easy but when taking blood it was challenging. Taking abg was mostly challenging; taking vbg (cvc) was never challenging. Line length - cvp never challenging. Line length - abg sometimes challenging. Clots were mostly challenging. Positional trace was mostly challenging. Manual handling always challenging. There was patient involvement and delay in therapy; harm was not reported as a consequence of this event.

Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one used list #unknown, unknown transpac IV set; lot #unknown sample 1 -one used list #unknown, unknown transpac it set; lot #unknown sample 3 sample 1: no visual anomalies were observed on the returned set. Sample-1: when the returned set was primed and pressure leak tested, no leaks or air bubbles were observed. The product performed per the specifications. Sample 3: the pvc tubing was received cut from the drip chamber. The drip chamber was not returned for evaluation. The drip chamber was not returned for evaluation. When the rest of the set was primed and pressure leak tested, no leaks or air bubbles were observed. The product performed per the specifications. The reported complaint of the safeset getting air bubbles into the system was not confirmed on sample 1 and sample 3. A device history record review could not be conducted because no lot number was identified. Updated information can be found in d9, g6, h2, h3 and h6 investigation type/findings/conclusion codes. D9 - date returned to mfg: 04feb2025

Manufacturer narrative:
The following was received for complaint investigation: a used list #unknown, unknown transpac IV set; lot #unknown (sample 2) the reported complaint of the safeset getting air bubbles into the system was confirmed on the used sample 2. Sample 2: during visual inspection of the sample, the plug stopcock was received separated from the safeset reservoir. When the plug stopcock and safeset reservoir were microscopically examined, insufficient adhesive coverage on the plug stopcock and the safeset reservoir was observed. The probable cause of the separation had occurred due to insufficient adhesive coverage on the plug stopcock during assembly at ensenada. A device history record review could not be conducted because no lot number was identified. Updated information can be found in d9, g6, h2, h3 and h6 component and investigation type/findings/conclusion codes. D9 - date returned to mfg: 04feb2025.